Event description:
Healthcare professional reported during a training the patient was injected with 0.1 - 0.2 ml of juvederm® voluma¿ xc in the cheek. The patient then experienced a vascular occlusion. The patient was immediately treated with an injection of hylenex® into the area. The event has resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: h.6.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during a training the patient was injected with 0.1 - 0.2 ml of juvederm® voluma¿ xc in the cheek. The patient then experienced a vascular occlusion. The patient was immediately treated with an injection of hylenex® into the area. The event has resolved.